Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String came off leaving the tampon stringless to remove [foreign body in reproductive tract]. Whole string came off tampon [device breakage]. When removing the tampon the whole string came off leaving the tampon stringless to remove [complication of device removal]. Consumer sent e-mail stating the whole string came off when removing the tampon. No serious injury was reported.